Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported revision surgery undertaken for loose stem. Primary surgery was undertaken in 2009 revision undertaken on (B)(6) 2017. During surgery a large greater trochanteric bursa and grey green necrotic material were noticed. The stem was loose with black discoloration at head and neck junction.

Manufacturer narrative:
An event regarding alleged loosening and corrosion involving a v40 metal head was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: "damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with cyclic movement between the trunnion and the female taper, a result likely due to a loss of taper lock between the two components. Eds analysis performed on the debris from the stem neck/trunnion junction indicated the presence of corrosion products. No materials or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a review of the provided office notes, primary and revision operative reports and x-rays by a clinical consultant indicated: "no clinical or past medical history, no serial x-rays, no histopathology are available regarding this case. A material analysis report dated march 16, 2017 of a #6 accolade plus tmzf stem, a 3/plus-5 v-40 lfit head. Includes ten photographs of the cleaned, explanted components including close-ups of the trunnion head, one eds graph of the base material of the stem, and one eds graph of the debris material from the stem. The conclusions of this report are: damage was observed on the accolade trunnion and v-40 head taper consistent with cyclic movement at the junction likely due to a loss of taper lock; eds analysis of the debris from the neck/trunnion junction indicated presence of corrosion products; and no material or manufacturing defects were observed. Based upon the information available for review, no determination can be made regarding the apparent loss of the head/trunnion taper lock resulting in the revision surgery eight years post-implantation." Additional records were reviewed however the clinician noted: "review of this lab data, which does not rise to the level of clinical concern, does not alter the conclusions of my earlier reports." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: a material analysis confirms corrosion. The loosening refers to the stem and is noted under another investigation. The subject device has been identified to be within scope of an nc and a CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of the and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If additional information and/or device become available, this investigation will be reopened.

Event description:
The distributor reported revision surgery undertaken for loose stem. Primary surgery was undertaken in 2009. Revision undertaken on (B)(6) 2017. During surgery a large (B)(4) and (B)(4) material were noticed. The stem was loose with black discoloration at head and neck junction.